Event description:
A 1.1mm drill bit broke off in the patient. The physician opted to leave the broken piece in the patient, as it was positioned well in the bone and it would have done more harm to the patient to remove it.